Event description:
USA. Allegedly, the patient required removal of the right breast implant at the end of october due to development of a hematoma. Implant replacement is planned for (B)(6), 2026. The investigation is in progress.

Manufacturer narrative:
As stated in the literature: "hematoma significantly increased the risk of contracture (handel, et al.2006)". ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (collins, & verheyden, 2012)". Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast-augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids". In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident.